Event description:
It was reported that during implant procedure, the right ventricular lead could not be fixated to the heart. The physician attempted several times to place the lead but were unsuccessful. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.